Event description:
The customer reported that the battery is faulty. The customer reported that the unit was not in use on a patient. The customer contacted product support and requested a repair service. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting institution phone: (B)(6). Reporter phone number: (B)(6).

Manufacturer narrative:
Per authorized service personnel (asp) the battery will not be replaced.